Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction centrifuge bowl leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot g384 was conducted. There were no non-conformance's related to the complaint. This lot met all release requirements. A review of kit lot g384 shows no trends. Trends were reviewed for complaint categories, centrifuge bowl leak/break and alarm #7: blood leak? (Centrifuge chamber). No trends were detected for each complaint category. The complaint kit and smart card were returned for investigation. A review of the data recorded on the smart card verifies an alarm #7: blood leak (centrifuge chamber) alarm occurred after 198 ml of whole blood had been processed. Examination of the returned kit found the outer bowl and bowl cover were mostly intact; however, had separated completely. The separation predominantly occurred in the bowl cover material along the weld that joins the outer bowl and bowl cover components. A material trace of the bowl assembly and its components used to build lot g384 found no related non-conformance. A device history record review did not identify any related non-conformances and this kit lot had passed all lot release testing. The root cause of the centrifuge bowl break was most likely a separation of the bowl base and outer bowl. The cause of the separation could not be determined based on the available information. No further action is required at this time. This investigation is now complete. (B)(4).

Event description:
The customer called to report a centrifuge bowl leak/break during the treatment procedure. The customer stated 198 ml of whole blood was processed at the time of the break. The customer reported an alarm #7: blood leak (centrifuge chamber) was received. The customer aborted the procedure and did not return blood to the patient. The customer stated the patient was stable. The customer has returned the kit and smart card for investigation.